Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were not known. It was reported that the catheter was replaced due to the pump flipping, and the catheter being twisted. The pump flipping led to the event, and the pump was moved the patient's left back. The issue was resolved. The patient status was alive with no injury. No patient symptoms, troubleshooting, or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.